Manufacturer narrative:
Complaint conclusion: as reported, a 6mm x 180cm angioguard embolic capture guidewire (ecgw) system was found to be bent during delivery and could not be delivered. There were no reported injuries to the patient. The capture sheath was not used during this procedure. The product evaluation revealed a separated distal tip on the capture sheath. The separation did not occur inside of the patient. A non-sterile ¿rx/6mm basket diameter/180cm¿ was received for analysis. Only the capture sheath was returned to be evaluated. The rest of the components were not returned for analysis. During visual analysis, the distal section was noted to be separated, and no kinks were observed. The separated piece was not returned for analysis. No other outstanding details were observed on the returned part. Sem analysis was not performed because the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was analyzed using a vision system to magnify the damage. Results showed that the edges on the separated area presented evidence of elongations and material transfer. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. A product history record (phr) review of lot 35264806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿ecgw (embolic capture guidewire)~kinked/bent¿ could not be confirmed as this component of the device was not returned. The returned capture sheath did not present with a kinked condition however, the malfunction ¿capture sheath-separated¿ was confirmed. A separated condition of the distal section was observed. The exact cause of the observed separation could not be determined during the analysis. It is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. Therefore, handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30cm from the distal tip) for bends, kinks, or other damage.¿ based on the available information and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6mm x 180cm angioguard embolic capture guidewire (ecgw) system was found to be bent during delivery and could not be delivered. There were no reported injuries to the patient. The capture sheath was not used during this procedure. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation revealed a separated distal tip on the capture sheath. The separation did not occur inside of the patient.